Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door 2 was constantly failing. The field service engineer replaced the latch to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the door 2 was constantly failing. The customer stated that this malfunction occurred while user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.